Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that her blood glucose was 250 mg/dl, 350 mg/dl and reached 400 mg/dl. The customer stated that she felt sick. The customer also stated that she experienced low blood glucose and her blood glucose declined to 30 mg/dl. The customer mentioned that she experienced shaking and drunk apple juice and had jelly bread. The customer stated that she went through 30 test strips and her blood glucose has been better since. The insulin pump will not be returned for analysis.